Event description:
I (B)(6) was diagnosed with a closed bimalleolar fracture of the right ankle, which required operative intervention. Unfortunately, plaintiff was required to wear a boot and manage his pain until the swelling in his ankle subsided enough to operate. On (B)(6) 2018, more than one month later, swelling subsided and I was able to undergo an open reduction and internal fixation of his right ankle with a 10-hole stryker locking plate, af lag screw, two distal locking screws, and five proximal cortical screws. Notably, the syndesmotic screw broke and will require surgical intervention for removal. Plaintiff continues to experience pain, discomfort, and range of motions problems in his right ankle. Plaintiff applied for disability due to his injury from the underlying occurrence in (B)(6) 2018. Plaintiff received ten months of disability payments. Furthermore, plaintiff applied for medicaid in (B)(6) 2018. Plaintiff is not a medicare recipient. Furthermore, plaintiff has received treatment from the following providers: (B)(6) fire dept; (B)(6) hospital; (B)(6), m.d., (primary care provider); (B)(6), m. D., (orthopedic surgeon), (B)(6), (B)(6) rehabilitation network; (B)(6) pain management; (B)(6), m. D. (Orthopedic surgeon); (B)(6) surgery center, and (B)(6) medical group. I (B)(6) was never informed from the stryker manufactured or orthopedic surgeon or hospital that there is a recall on this stryker locking plate that was implanted in my ankle and in need for a second surgery six month after surgery in which I had planned on getting the surgery, but I and wife was in a car accident no fault of my own "(B)(6) 2019". The second surgery is always a risk and being a diabetic pt can put you at further risk for healing and infection. No medical device should not.